Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The pt had hazy vision and felt light sensitive. The topical steroid drops were increased, and the dlk resolved with treatment. There are two medical device reports associated with this event. This report refers to the left eye.